Manufacturer narrative:
No evidence of device malfunction was identified. The ilet was functioning as intended, appropriately responding to cgm glucose values and issuing relevant alerts. Engineering logs confirmed insulin was being requested in accordance with cgm input, and no motor errors, factory resets, or system faults were observed. The reported hyperglycemia appears to be related to infusion set insertion issues, as the user observed a bent cannula upon removal. This is consistent with a flow interruption at the infusion site rather than a pump malfunction.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a reported blood glucose (bg) level of 450 mg/dl. The user presented to the emergency room (ER), received intravenous fluids, and self-administered 15 units of insulin via injection. While at the ER, the user confirmed that the removed infusion set had a bent cannula. The user was discharged the same day after bg stabilized and the ilet was reconnected.